Manufacturer narrative:
Device is a combination product. A 28 x 3.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted, stretched and bunched. The undamaged stent outer diameter was measured using snap gauge and within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that material deformation occurred. A percutaneous coronary intervention was being performed. A 28 x 3.00mm promus premier select stent was noted to be deformed during advancement within the catheter. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that material deformation occurred. A percutaneous coronary intervention was being performed. A 28 x 3.00mm promus premier select stent was noted to be deformed during advancement within the catheter. The procedure was successfully completed with a different device without issue or patient injury.